Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 88 mg/dl and 55 mg/dl. Customer had hypoglycemic symptom of sweating with the readings. Customer self-treated with a glucose tablet and a full glass of milk. Customer felt better in 30 minutes. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.